Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump had no visible physical damage. A review of the event history log identified check syringe plunger sensor. Functional testing included checking the diagnostics menu to see if syringe plunger sensor was working and loading a syringe and the reported issue was able to be duplicated. The root cause of the problem was caused by the customer's incorrect assembly of the device. Rebuilt the plunger assembly. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pump exhibited a check sensor error. No patient injury was reported.